Event description:
Upon passing a #3 coronary balloon, the sleeve, that protects the balloon became caught and sucked into sheath thus advancing down into the artery. As the balloon was advanced for the angioplasty, the sleeve advanced also. The angioplasty was successful but retrieval of sleeve was not. Attempts with angioscope, fogarty and dilated angioplasty balloon were unsuccessful. Insitu bypass was done and sleeve retrieved.